Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not attached properly. No additional information is available. It is unknown if a patient was involved.

Manufacturer narrative:
One cadd solis vip pump was received for evaluation. The event history log was unable to be recovered. The pump was ran in user mode and the pump was disassembled. The reported "cassette not attached" issue was able to be duplicated. When attaching the cassette the pump alarmed for the reported error. Upon disassembly, it was seen that the usb chip had been shorted and caused burning, melting and smoke damage throughout the pump. The usb interface chip catastrophically failed causing burns and malfunctions inside the pump. The burn is beyond economical repair.